Manufacturer narrative:
Concomitant medical products: d224trk ICD, implanted (B)(6) 2014, product event summary : the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.